Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-1116, awareness date on 02-sep-2015). It refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed in (B)(6) 2012. She had essure placed and immediately experienced pain. She was assured by her doctor that it was not caused by essure. Her periods were heavy and painful and she was told she was getting older, she was (B)(6). She had surgery for tube and coil removal on (B)(6) 2015, two and a half years later. The coil on her left which caused so much pain was improperly placed and the coil on the right was perforated. She also had a cyst and polyps. She had extreme bloating, could only eat one small meal a day, and experienced constant pain. She gained around 20 pounds. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain. Two and a half years after insertion, she had a surgery for tube and coils removal. During surgery it was noticed that left coil was improperly placed (interpreted as device deployment issue) and the coil from the right was perforated (interpreted as uterine perforation). The constant pain is serious due to required intervention and the other two events are serious due to their medical importance. All these events are listed in the reference safety information for essure. Considering the nature of the device deployment issue and uterine perforation, both events are assessed as related to essure. Since these two situations are present, a causal relationship between the constant pain and these essure-related complications cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Correction 05-oct-2015 following company internal coding review: the previous event term coil on her left which caused so much pain was improperly placed" was recoded to meddra llt "device dislocation ". Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain. Two and a half years after insertion, she had a surgery for tube and coils removal. During surgery it was noticed that left coil was improperly placed (interpreted as device dislocation) and the coil from the right was perforated (interpreted as uterine perforation). The constant pain is serious due to required intervention and the other two events are serious due to their medical importance. All these events are listed in the reference safety information for essure. Considering the nature of the device dislocation and uterine perforation, both events are assessed as related to essure. Since these two situations are present, a causal relationship between the constant pain and these essure-related complications cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.